Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing diaphragmatic stimulation presented in the emergency room. Upon interrogation, the right atrial lead exhibited loss of capture and loss of capture. Chest x-ray was performed and revealed the lead had slightly moved but still in place. Due to patients old age, the lead was programmed off. The patient was asymptomatic post event and was discharged.